Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure on (B)(6) 2017, the left ventricular lead dislodged. The physician was unable to reposition the lead after several attempts. The patient presented for lead revision procedure on (B)(6) 2017. The lead was removed however, the coronary sinus had been dissected. The lead was not replaced. The coronary sinus dissection self-healed and did not need further intervention. On (B)(6) 2018, the lead was replaced. The patient tolerated all operative procedures, no other complications occurred.